Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and changed to not reportable.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form correctly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: were the clips scissored? Yes. Which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Cystic duct or artery ... Not sure which one. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Unknown. What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. If so, what? Did somebody other than the primary surgeon fire the device? Unknown - if the surgeon did not fire the device, the resident did. If so, whom?